Manufacturer narrative:
The reported complaint was confirmed. Per additional evaluation done by the supplier, the cause for the failure and observed abnormalities was a gas bubble around the cathode of the oxygen (o2) sensor. The o2 sensor showed signs of dehydration which likely contributed to the cause of the gas bubble. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The srt observed the central control monitor (ccm) and the oxygen (o2) analyzer to disagree. The ccm fio2 was set to 93% and the o2 analyzer fio2 was reading at 87%. The specification tolerance is +/- 5%. A 'calibrate o2 analyzer' message displayed on the perfusion screen. Based on the troubleshooting guide this was an indication that the o2 sensor needed replacement. The srt replaced the o2 sensor and preformed verification/release testing. The unit operated to the manufacturer's specifications.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the electronic patient gas system (epgs) had a test failure when the maximum fraction of inspired oxygen (fio2) setpoint was 100%. There was no patient involvement.